Manufacturer narrative:
(B)(4). The results of this investigation concluded the valve met sjm specifications as supported by the valve's device history record and the analysis performed as part of the complaint investigation. Hydrodynamic testing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the reported aortic insufficiency remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
Post implant procedure, a transesophageal echocardiogram revealed aortic insufficiency. The valve was explanted and a 23 mm tissue valve from another manufacturer was implanted. Per report, the physician had little concern that there was anything wrong with the valve as it appeared normal on inspection and performed perfectly at implant.